Manufacturer narrative:
We were notified that this lead was also repositioned on (B)(6) 2021 and on (B)(6) 2022 due to dislodgment. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
Lead dislodgement was seen on (B)(6) 2020. The patient was hospitalized and this lead was repositioned.